Event description:
Customer reported they heard a popping noise and the system stopped fluoroing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the candlestick connectors. System operates as intended. This MDR is related to ge healthcare complaint.